Manufacturer narrative:
This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.

Event description:
It was reported that this field clinical representative contacted boston scientific technical service. The field clinical representative informed the technical service consultant that this device was interrogated and a red screen was displayed on the programmer screen with error codes wb, pd, and tl. Stored data from the device was evaluated by in-house engineering who determined that the device experienced a power reset condition. The field clinical representative was informed that the device should be explanted and replaced as therapy availability could not be confirmed. It was later reported that this patient had undergone radiation therapy in (B)(6) and has undergone several CT scans. The patient was presented back to the electrophysiology laboratory on (B)(6) 2018. The device was explanted and replaced. No complications were reported as a result of the surgical procedure.